Manufacturer narrative:
H3: analysis identified that the butt joint of the outer insulation was separated at the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1xfy7, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead. The rep said the insulation of the lead came off when the hcp was taking the boot off. As a result of what was reported, the lead was replaced. Additional information was received from a health care professional via a manufacturer representative, and a consumer. The patient reported "they had to replace one of the lead wires b/c it had come loose or something." They indicated that they did not know if this occurred with the trial lead or the permanent lead and had no idea of the date this issue occurred. When the rep was asked what could have led to the insulation issue, it was reported that the doctor removed the boot on the lead in a normal fashion; there was no pulling on the lead, etc. It was later reported that the lead had been implanted during their stage 1 procedure on (B)(6) 2019, and the ens was not part of the issue. No further patient complications are anticipated or expected as a result of this event.